Event description:
Reporter alleged the needle from the softclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported when using the system for the breast biopsy procedure, the control module makes a loud noise with the lcd screen turning white with horizontal stripes showing up on the screen. There was no pt consequence.